Event description:
A cusanxt was in operating room being set-up for a craniotomy-brain tumor removal when the unit failed to function. Technical support troubleshot over the phone and surmised that the pump may have failed. The surgery was delayed approximately 20-30 minutes until another unit could be bought in for the surgery. The patient was an adult who was anesthetized when the problem occurred.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.